Event description:
During troubleshooting of an unrelated alarm, it was reported that air was observed in the patient line of the cassette. The event was reported during fill one of five on the homechoice (hc). There was nothing found during troubleshooting that would cause or contribute to the air. The technical service representative (tsr) assisted the caregiver (cg) in ending therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned a device analysis cannot be completed. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.